Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow on arctic sun device. Patient had been on therapy for 36 hours and they had not been having this issue. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.2psi. Circulation pump command (cpc) was 100 percentage, system hours were 377, pump hours were 312. Bed was open or no window. Pads straight and unobstructed. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was still at -6.7psi, flow rate (fr) was 0.8lpm. Tried to drain pad and place in manual control for testing and got and failure to empty pads alarm. Tried sn (B)(6). Adjusted time on cooling phase and started therapy. Inlet pressure (ip) was -6.5psi, flow rate (fr) was 1lpm, circulation pump command (cpc) was 100 percentage, system hours were 416 and pump hours were 503 . Tried to drain pad on this device to see what it did. It did allow pad to drain successfully. Restarted therapy and suggested they have a new pad available if it continues to get low flow issues. Explained how heater capacity was affected at below 1lpm.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow on arctic sun device. Patient had been on therapy for 36 hours and they had not been having this issue. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.2psi. Circulation pump command (cpc) was 100 percentage, system hours were 377, pump hours were 312. Bed was open or no window. Pads straight and unobstructed. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was still at -6.7psi, flow rate (fr) was 0.8lpm. Tried to drain pad and place in manual control for testing and got and failure to empty pads alarm. Tried sn (B)(6). Adjusted time on cooling phase and started therapy. Inlet pressure (ip) was -6.5psi, flow rate (fr) was 1lpm, circulation pump command (cpc) was 100 percentage, system hours were 416 and pump hours were 503. Tried to drain pad on this device to see what it did. It did allow pad to drain successfully. Restarted therapy and suggested they have a new pad available if it continues to get low flow issues. Explained how heater capacity was affected at below 1lpm.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is a circulation pump component failure. However, this cannot be confirmed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following. The arctic sun temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications: environmental conditions: at operating temperatures higher than 27 degrees c (80.6 degrees f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal: upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module the arctic sun temperature management system control module is the main component of the arctic sun temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun temperature management system control module. Power cord hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line water flows between the arctic gel pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution: arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes patient temperature control with the arctic sun temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun temperature management system. The arctic sun temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow on arctic sun device. Patient had been on therapy for 36 hours and they had not been having this issue. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.2psi. Circulation pump command (cpc) was 100 percentage, system hours were 377, pump hours were 312. Bed was open or no window. Pads straight and unobstructed. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was still at -6.7psi, flow rate (fr) was 0.8lpm. Tried to drain pad and place in manual control for testing and got and failure to empty pads alarm. Tried sn dygzal020. Adjusted time on cooling phase and started therapy. Inlet pressure (ip) was -6.5psi, flow rate (fr) was 1lpm, circulation pump command (cpc) was 100 percentage, system hours were 416 and pump hours were 503. Tried to drain pad on this device to see what it did. It did allow pad to drain successfully. Restarted therapy and suggested they have a new pad available if it continues to get low flow issues. Explained how heater capacity was affected at below 1lpm.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is a circulation pump component failure. However, this cannot be confirmed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: ¿the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications environmental conditions at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.